Event description:
A caller reported a malfunction on their pump, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller in performing the reset, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which they acknowledged and understood.